Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to issue oxycontin tab 10mg cr in medbank due to an unassigned item ID associated with the order. A technical support specialist resolved the issue by identifying that the patient oxycontin order could not be issued because the item ID in the order was no longer assigned to the cabinet. Review in the cubex application showed no active order, and mql confirmed that order was linked to item ID (B)(4), which was not assigned to the system and was no longer carried by the facility. The assigned and active item in the cabinet was (oxycontin 10mg tab brand). The customer was guided through verifying the mismatch and was advised to reissue the order using the correct item ID so it would appear in the cabinet. User was also informed that if order (B)(4) had been assigned by mistake, it needed to be de assigned. The customer confirmed understanding and authorized closure of the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue oxycontin tab 10mg cr. The medication could not be dispensed as expected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.